Event description:
Discordant, falsely low results were obtained on two patient samples for total bilirubin (tbi) on a dimension rxl max with hm instrument. The falsely low results were reported to the physician(s) and were questioned. The new samples were drawn from both patients and were tested on alternate dimension instrument which resulted higher than initial samples for both patients. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbi results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse checked alignments and made adjustments to the instrument. The cause of discordant tbi results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.